Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.